Event description:
A report was received that stated the pump alarmed "check clutch". No pt injury or adverse event was reported.

Manufacturer narrative:
Device eval: the suspect device was returned and evaluated. Testing was able to reproduce the customer's complaint of a "check clutch" alarm. Visual inspection revealed worn clutch halves. The damage to the clutch halves was consistent with damage that would occur during use if the user did not fully disengage the clutch before moving the plunger assembly. The clutch halves were replaced. After repair and recalibration the device was found to pass all delivery, accuracy and functional tests.